Event description:
It was reported that on (B)(6) 2022, a brevera procedure was performed, but the physician was unable to complete the procedure due to an error in the system while the needle was inside the breast of the patient. The patient was rescheduled for a new procedure. No additional information is available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. :the field engineer performed the driver evaluation checklist: pass. Turned off the firewall per tech support. Reloaded ocb and csl software. Performed transfer to node procedure to restore default node settings. Performed new gain calibration. The driver was in an armed state. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.